Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a vibration alert for vvi reset mode was observed. There were no adverse patient effects other than concern for why their device was vibrating. Device remains implanted and will be monitored.

Event description:
New information notes the that on june 10, 2019 the device was explanted. The patient condition was stable post procedure.